Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device faults were due to a defective pneumatic block. The pneumatic block was replaced to address these issues. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4)

Event description:
It was reported by resmed (B)(4) that during an incoming inspection, an astral device displayed system faults (sf 74 and sf 180). During the service center evaluation, a self-test failure was also observed. The device was not in use when the fault occurred, therefore, there was no patient involvement.

Manufacturer narrative:
The unit was returned for an extensive engineering investigation. The methods, results and conclusion are not finalized at this stage. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4). This follow-up report is being sent for correction. Data for resmed medwatch 3007573469-2015-00585 follow-up 1 was submitted for the initial report in error.

Event description:
It was reported by resmed (B)(4) that an astral device displayed system faults (sf 74 and sf 180). During the service center evaluation, a self-test failure was also observed. The device was not in use when the fault occurred, therefore, there was no patient involvement.